Manufacturer narrative:
The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an asymptomatic patient. No further patient data was available. Repeat testing of the nasal swab sample with another testing platform of the same make and model could not reproduce the reported event. A product recall to remove lot 6000100 from service was conducted due to observations of a higher potential for false positive results over other lots. A root cause analysis and corrective/preventive action plan summary was performed and implemented under document number (B)(4), effective date 17 february 2021 and was submitted to support the recall notification. Use of these test strips within this lot may result in false positive patient test results and potential exposure to unnecessary treatment or quarantine.

Event description:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient.